Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer got into a car accident during the low. The customer was at 192 mg/dl at the time of the call. The customer was given glucagon, intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that the airbag discharged and hit their insulin pump which caused it to deliver the insulin that caused the lows. The customer believes the insulin pump was in auto mode at the time of the incident. Troubleshooting was not completed as the customer declined. The customer stated they were having issues with their pump after getting hit by the car airbag and discharging. The customer was at 109 mg/dl after the accident and got as high as 700 mg/dl after being treated for the low. The pump had physical damage and the reservoir was not locking into the pump. The reservoir will not be returned for analysis.